Event description:
It was reported that the programmer experienced intermittent power failure. It was further reported that it was able to turn on at times but that intermittently it was unable to boot up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).